Event description:
The sales representative reported on behalf of the customer that the 60-8018-sys, the sys 5000-full, eng fp, int was being used on (B)(6) 2023 and post operatively the ¿patient complained of diathermy burn on opposite hand after operation. Bipolar only was used. I have explained that this is not physically possible while using bipolar.¿. The procedure was completed without an alternate device. It is not known what bipolar forceps was used. Further assessment has been sent; however, to date no further information has been received. This report is being raised due to the reported injury of unknown degree of burn to patient where the, 60-8018-sys, the sys 5000-full, eng fp, int manufactured by conmed corporation was used during the procedure; however, there was no report of malfunction of this device.

Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. We will continue to monitor for trends through the complaint system to assure patient safety.

Manufacturer narrative:
The device will not be returned, and no photographic evidence was provided. Therefore, the reported event cannot be verified. The service history review cannot be conducted as a serial number was not provided. A device history record (DHR) review cannot be conducted as a serial number was not provided. (B)(4). Per the instructions for use, the user is advised the following: do not use cords as handles as damage to the insulation and increased risk of burns or other injury may result. Jewelry and other metallic items can cause localized burns if they make contact with grounded items and should be removed from the patient prior to use of electrosurgery. The electrodes of recently activated accessories may be hot enough to burn the patient or ignite surgical drapes or other flammable material. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
The sales representative reported on behalf of the customer that the 60-8018-sys, the sys 5000-full, eng fp, int was being used on (B)(6) 2023 and post operatively the ¿patient complained of diathermy burn on opposite hand after operation. Bipolar only was used. I have explained that this is not physically possible while using bipolar.¿ the procedure was completed without an alternate device. It is not known what bipolar forceps was used. Further assessment has been sent; however, to date no further information has been received. This report is being raised due to the reported injury of unknown degree of burn to patient where the, 60-8018-sys, the sys 5000-full, eng fp, int manufactured by conmed corporation was used during the procedure; however, there was no report of malfunction of this device.